Event description:
Pt was found deceased and lying on the floor, with his arm caught in the bed rail. Pt's head was on the floor with moderate blood on the floor. Lower body suspended in air. Medical examiner contacted and declined case. Delay in obtaining device info from the external company that provided bed and rails.